Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon would not deflate. Following the inflation of the balloon in the mid left anterior descending (lad) artery the physician was unable to deflate the balloon. The physician attempted to deflate the balloon but was unsuccessful. The device was removed with the balloon still inflated. No patient complications were reported. Multiple attempts have been made to obtain additional information, but to date have not received a reply.